Event description:
It was reported that during a hysterosalpingogram, the balloon would not inflate and the tip had broken off and became lodged in the cervical canal. The pt could not tolerate manipulation to retrieve it. The physician has scheduled a d&c to remove it.